Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hardware removal and post spinal fusion revision surgery on (B)(6) 2018, the tip of a t20 hexalobe driver-male sheared cleanly off while tightening the screws. The initial surgical date is unknown, the reason for the hardware removal was due to elevating the location of the screws. Four depuy viper screws with a construct of l5 and s1 were removed intact without any issues. During the implantation of the new screws on the new construct of l4 and l5 is when the tip of the driver sheared off. No fragments were generated and another driver was available to complete the surgery. The surgery was completed successfully without any surgical delays. The patient outcome was stable and no x-rays are available for review. This complaint involves both depuy spine and synthes products. T20 hexlobe driver-male part number 03.611.142, lot# h272570. Synthes complaint number (B)(4).